Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and morbid obesity. Concurrent conditions included heartburn, abdominal pain, chest pain, knee pain, back pain, osteoarthritis, bloating, cramp in lower abdomen, ovarian cyst, uterine bleeding, perineal pain, hypertension, sciatica, epigastric ache, lactose intolerance, haemorrhagic ovarian cyst, submucous leiomyoma of uterus, pap smear abnormal, depression, diabetes and hypertension. Concomitant products included atorvastatin calcium (lipitor), beta blocking agents, colecalciferol (vitamin d3), docusate sodium (colace), fluoxetine hydrochloride (fluxetin), hydrochlorothiazide, ibuprofen, ibuprofen, losartan potassium (cozaar), metformin and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced headache ("headaches"). In november 2010, the patient experienced hypertonic bladder ("over active bladder"). In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ heavier than normal periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In june 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2012, the patient was found to have weight increased ("weight gain"). In november 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on 3-dec-2015 bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving, the genital haemorrhage, headache, menorrhagia, dysmenorrhoea and alopecia had resolved and the nausea, depression, anxiety, female sexual dysfunction, hypertonic bladder and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hypertonic bladder, menorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: removal date provided as 03dec2015 & 01feb2017 bilateral salpingectomy total hysterectomy (uterus and cervix removed) current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Hysterosalpingogram - on 29-apr-2010: total bilateral occlusion. Pathology test - on 03-dec-2015: results: benign fimbria. Pregnancy test urine - on 29-apr-2010: result: negative.. Ultrasound pelvis - on 14-nov-2016: findings: transabdominal and transvaginal pelvic ultrasound was performed. The anteverted uterus is normal in size and appearance measuring 6,9 x 12,9 x 6,2 cm no significant change of the fibroid present at the anterior fundus of the uterus, which has both a intramural and a large submucosal component, measuring 4.4 x 3,5 x 3.4 cm, (previously measuring 3,9 x 3,6 x 3,5 cm) the endometrium is normal in appearance and thickness for age and menstrual status, measuring 0.4 cm, the ovaries are normal in size and appearance, the right ovary measures 3,0 x 1,9 x 3,0 cm and the left ovary measures 2.4 x 2,5 x 2,5 cm doppler flow is present within both ovaries, the previously identified left ovarian cystic structure is now smaller, measuring 1,6 x 1,9 x 1,7 cm (previously measuring 3,5 x 4,3 x 4,3 cm), and likely represents a resolving hemorrhagic cyst no adnexal masses are identified there is no free fluid in the pelvis. Impression: 1. Resolving left ovarian hemorrhagic cyst, now smaller in size with dimensions detailed in the findings section of the report. 2. No significant change of the submucosal fibroid at the anterior uterine fundus.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, pelvic pain most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet received- events: "menorrhagia/ heavier than normal periods, apareunia (inability to have sexual intercourse), over active bladder, migraines, dysmenorrhea (cramping), weight gain, hair loss, lower abdominal pain, lower back pain", concomitant drug, historical condition added. Events- "hair loss, headaches, dysmenorrhea (cramping), menorrhagia/ heavier than normal periods " outcome updated to "recovered / resolved", events "lower back pain, lower abdominal pain" outcome updated to "recovering / resolving". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.